Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 24.0 mmol/l. The customer as and treated with insulin pump. Customer's blood glucose value was 18.0 mmol/l at the time of the call. Customer reported that she woke up with a blood glucose of 10.0 mmol/l and went up to 28.0 mmol/l and treated with insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. Additional device related incidents: reservoir (308533716); infusion set (308533711).